Event description:
Right hemiarthroplasty was performed on 11/30/98 due to fractured femur. Pt returned to surgery on 12/14/98, for closed reduction of dislocated bipolar component. Components were revision on 12/16/98, due to disassociation.